Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This report is being submitted as an initial final report. Investigation is completed. The device history record for zimmer skin graft mesher serial number (B)(4) were reviewed and noted no related non-conformances, requests for deviation (rfd), change notices (cn), or any other issues with the device. The record review found no issues with the device and all verifications, inspections, and tests were successfully completed. The reported event was confirmed by the service technician who performed the evaluation and repair. On 26 november 2019, it was reported that a mesher needed to be repaired. The customer returned a zimmer skin graft mesher serial number (B)(4) as well as 1.5:1 cutter serial number (B)(4), 2:1 cutter serial numbers (B)(4), 3:1 cutter serial number (B)(4), and 4:1 cutter serial number (B)(4) for evaluation. Evaluation of the mesher on 26 november 2019 noted that the device was outside of calibration specifications and that the side plates, roller, roller gear, and comb had visible damage. Despite this, the device produced a passing test mesh. Review of the cutters found that 1.5:1 cutter serial number (B)(4) and 2:1 cutters serial number (B)(4) produced incomplete meshes and were deemed non-repairable. The other returned cutters were found to have produced proper test meshes. Repair of the mesher occurred the same day and involved replacing the comb, side plate, roller, and roller gear. The technician then recalibrated the device and verified that it was functioning as intended. The mesher was then returned to the customer without further incident. Reference number 300192880 and 300188891 on 26 november 2019. While the service technician found that the comb, sideplate, roller, and roller gear were defective and the device was out of calibration, all failures that would require service in order to resolve, it cannot be determined from the information provided as to what caused these issues to occur to start with. As such, a specific cause of the reported event cannot be determined. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process. Review of the information provided during the investigation determined that there are no further actions needed at this time. This complaint will be tracked and trended for any adverse trends that may warrant further action.

Event description:
It was reported that during pm it was found the skin graft mesher was in need of repair for unknown reason. At evaluation investigation of the device there was found to be a damaged comb, a reportable malfunction. No adverse events were reported as a result of this malfunction.